Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during trial procedure on (B)(6) 2018, the patient experienced cerebrospinal fluid leakage while the physician was trying to gain access to the epidural space. In turn, trial was abandoned. The physician performed a blood patch to treat the csf leak.